Event description:
The device was used during a laparoscopic gastric bypass procedure. There were five separate leaks along the gastric pouch after firing the device with a reload. Several staples did not form properly around the edge of the pouch. The physician had sewed pouch and restapled the remnant stomach with a new device. The procedure time was lengthened by three hours. The procedure was completed without additional consequence to the pt.